Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." The following could not be completed with the limited information provided. Date of event - ni, expiration date - ni, date implanted - ni, date explanted - ni, initial reporter, manufacture date ¿ ni. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-01370 & 01943). : hospital discarded as biohazard.

Event description:
Patient underwent a closed reduction procedure due to luxation of the prosthesis after a fall. During the closed reduction, the head dislocated from the cup. The patient was subsequently revised after a two hour delay. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.